Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had reached end of life, confirmed by the "the generator has reached its end of service" message. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The reported event the ipg issued a ¿replace generator ¿message when queried with the patient¿s controller was confirmed. As received, the ipg displayed the ¿replace generator error¿. The uep inductive tool showed eri and eol time stamps had been logged. The device was running the therapy application. Once the eri and eol time stamps were set to zero, the ipg functioned as intended. A longevity calculation confirmed normal battery depletion based on average device usage using the patient parameters provided. The root cause of the reported observation was due to the device having normal battery depletion to the end of life.